Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint 3003898360-2019-01055 is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73a1900033. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips are breaking off.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and its jaws partially closed. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired. Multiple attempts were made, and no clips fired. The jaws were not fully opening. The sample was disassembled to inspect the internal components. Upon disassembly, no further damages were observed. The sample was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. The jaws were not opening properly due to the jaw opening gizmo (jog) not being engaged to the feeder which occurred since no clips were remaining to support the feeder. The bent rotation tab indicates that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from properly loading into the jaws. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips breaking" was not confirmed based upon the sample received. One device was returned. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Since no clips were returned, it could not be confirmed that clips were breaking. However, the sample was returned with its rotation tab bent which indicates that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Clip stacking could also cause clips to break in the channel. Although the reported complaint issue was not confirmed based on the received sample, a defect was confirmed. It could not be determined exactly how or when the clips became out of position, but a CAPA has been opened to further investigate this issue.

Event description:
It was reported that clips are breaking off.